Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt trunk cable connector guide pins were physically damaged and the monitor's electrode belt connector was broken. The broken connectors prevented the electrode belt from mating with the monitor. The cause of the messages was the damaged connectors. The root cause for the broken connectors was physical abuse. No adverse event resulted from the defective monitor and electrode belt.

Event description:
A us distributor returned monitor sn (B)(4) and electrode belt sn (B)(4) reported that a patient was experiencing "adjust belt" messages.